Event description:
It was reported that the customer experienced insulin flow blocked alarms after insertion of three infusion sets due to bent cannulas. The events resulted in hyperglycemia and treated the elevated blood glucose with a manual insulin injection.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.